Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The pressure test was performed on the returned sample and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set with duo-vent spike leaked while spiking the stem cell during setup. There was no patient involvement. No additional information is available.